Event description:
Received customer medwatch with the following info: a pt had been on remodulin therapy for approximately 2 weeks. The nurse attempted to program the remodulin drip utilizing guardrails, however, didn't find the desired remodulin drug concentration in the listing, although it existed, and thus didn't program the drug using guardrails. As a result, the pump was programmed outside the guardrails safety feature, as a basic infusion. The pt did well until (B)(6), when he became hypotensive. As part of his therapy to correct the hypotension, the physician ordered a 500ml bolus of normal saline (ns) to be delivered over 30 minutes. Ns was already infusing on another channel and when the rn went to program the ns bolus, instead of choosing the ns channel, she accidentally chose the remodulin channel, and programmed a 500ml bolus to be infused over 30 minutes. Six minutes later, the pump alarmed with an "air in line" alarm. When the nurse returned to the room, she discovered that the entire bag of remodulin (95ml) had infused into the pt and the pt was no longer responsive. She assessed the pt and discovered that while the pt had a heart rate on the monitor, the pt had no pulse or blood pressure. The pt had converted into a pulseless electrical activity (pea) arrest after receiving the large bolus of remodulin. A code blue was called; however, the pt was not resuscitated and ultimately expired. When the rn noticed the pt was bolused with the remodulin, the pump was sequestered and sent to biomedical engineering so the data logs could be reviewed. Customer review of these logs confirmed that the incorrect pumping channel was programmed to deliver the fluid bolus. The customer was contacted by phone and stated they had performed an internal root cause analysis and had concluded there was no device failure, and that multiple control measures were skipped by users leading to the wrong module being selected and programmed. This ultimately caused the drug to be programmed to overinfuse and directly caused the irreversible arrhythmia and death. Although requested, no further pt/event info has been provided.

Manufacturer narrative:
(B)(4). Although the customer has concluded there was no device problem, logs have been requested and received. A f/u report will be submitted once the eval has been completed.